Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012402703); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012210199); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 90.6 mm, an electrocardiogram revealed both first degree atrio-ventricular block and complete right bundle branch block. During implant, when the valve was placed at a depth of 2 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), complete heart block occurred. The transvenous pacemaker that was placed during the procedure was left in place post-operatively.

Event description:
Additional information was received that per the physician, the valve and dcs contributed to the vascular injury. The cause of the vascular injury was due to the valve not being stable which required 3 recaptures. The valve was able to be passed through the patient's native valve without being completely recaptured within the capsule.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: d4. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012402703); product type: 0195-heart valves; implant date: non-implantable device updated data: b2. B5. Added. Second paragraph. H1. H6. H11. System reported d-evolutfx-2329. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 90.6 mm, an electrocardiogram revealed both first degree atrio-ventricular block and complete right bundle branch block. During implant, when the valve was placed at a depth of 2 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), complete heart block occurred. The transvenous pacemaker that was placed during the procedure was left in place post-operatively. Additional information was received indicating that 2 days following the procedure, ventricular fibrillation cardiopulmonary arrest occurred and an echocardiogram revealed cardiac tamponade. Subsequently, intubation and a thoracotomy were performed and a rupture of the heart base was observed. An aortic dissection had occurred; however, pericardial gain was not initially observed in the postoperative echocardiogram. Despite this, it was believed that the dissection had progressed causing the heart base to rupture leading to cardiac tamponade. Blood was transfused. Intervention was unsuccessful and the patient passed away the same day.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 90.6 mm, an electrocardiogram revealed both first degree atrio-ventricular block and complete right bundle branch block. During implant, when the valve was placed at a depth of 2 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), complete heart block occurred. The transvenous pacemaker that was placed during the procedure was left in place post-operatively. Additional information was received indicating that 2 days following the procedure, ventricular fibrillation cardiopulmonary arrest occurred and an echocardiogram revealed cardiac tamponade. Subsequently, intubation and a thoracotomy were performed and a rupture of the heart base was observed. An aortic dissection had occurred; however, pericardial gain was not initially observed in the postoperative echocardiogram. Despite this, it was believed that the dissection had progressed causing the heart base to rupture leading to cardiac tamponade. Blood was transfused. Intervention was unsuccessful and the patient passed away the same day. Additional information was received that per the physician, the valve and dcs contributed to the vascular injury. The cause of the vascular injury was due to the valve not being stable which required 3 recaptures. The valve was able to be passed through the patient's native valve without being completely recaptured within the capsule. Additional information was received indicating that a pre-implant balloon dilation was performed using a 22 mm balloon. The valve was deployed at a depth of 1-2 mm on the non-coronary cusp (ncc) and 7-8 mm on the left coronary cusp (lcc) using a mid pigtail starting point. The valve was noted to be "unstable" due to the placement depth not being coaxial. At 80% deployment, the valve dislodged in the aortic direction to a depth of 0 mm on the ncc and 7 mm on the lcc. As a result, the valve was recaptured and re-positioned. The valve was recaptured a total of 3 times due to dislodgements. Per the physician, the patient's horizontal aorta contributed to the dislodgements. During the recaptures, the valve could not be fully retracted within the capsule due to the influence of the horizonal aorta and vascular tortuosity. There was difficulty recapturing the valve, despite the use of torque and fully closing the dcs handle. Of note, a non-medtronic guidewire was used.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.